Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00588; 804-06-324, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instrument failure - upon inserting of the wedged arg baseplate the long peg on the insertuer broke off.